Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests; however, pump error 63 is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.